Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The type of baclofen, lot number, concentration and dose were not reported. The pump¿s indication for use (IFU) was listed as stroke and intractable spasticity. The patient experienced acute cystitis and was admitted to the hospital. It was noted that the pump reservoir had been empty since (B)(6) 2015. No withdrawal symptoms were reported. Additional information was received from a healthcare provider (hcp). The patient missed a scheduled appointment for a pump refill in december. The office was called on (B)(6) 2016 by the patient¿s wife indicating that she had been hearing the pump alarm for the past week and was concerned because the patient blood sugars were running high in the 300 range. The patient was instructed to go to the hospital as the hcp was concerned about the pump and also that the patient might have an underlying infection not yet diagnosed. The patient was admitted to the hospital and did not show any overt signs or symptoms of withdrawal. Baclofen was available as needed if there was a baclofen withdrawal issue. The critical alarms were sounding on the pump. The patient had a urinary tract infection and the hcp was concerned about urosepsis as well. The patient received at least 4 days of antibiotics. The patient¿s vital signs were stable. On (B)(6) 2016 the physician was consulted to refill the pump. The patient¿s pre procedure (refill) diagnosis was stroke, large vessel. The patient suffered a fairly large territory stroke with resulting right sided hemispasticity, aphasia and dysphagia. Medical history includes diabetes mellitus, seizure disorder, gastroesophageal reflux disease, benign prostatic hyperplasia, neurogenic bladder, above knee amputation on left, old stroke with right hemispasms and allergy to metformin and warfarin. The patient was examined and vital signs were normal, a right facial droop was noted, heart rate was tachycardia and regular, the pump was in the right lower quadrant of the abdomen and was without lesions. The patient¿s neurological status was about the same as when the hcp had seen him in the clinic. Assessment was intrathecal baclofen pump required a refill, old stroke with spasticity, urinary tract infection and sepsis, on intravenous antibiotics with improvement and no evidence of withdrawal from the baclofen pump. There was 1 cc left in the pump reservoir. The pump was refilled with lioresal 10mg/20ml lot number n549797 expiration date of 2/10/2017. The pump was refilled with 20 mls of lioresal, dose was 110 mcg/day.the patient tolerated the procedure well and vital signs were stable. The reservoir alarms were set and the next refill was planned for (B)(6) 2016. Additional information was received from a healthcare provider (hcp). The type of baclofen was specified as gablofen 500 micrograms per milliliters (mcg/ml) with a daily dose of 110 mcg/day. It was later reported, however, that the pump was filled with lioresal. The concomitant medications were norvasc, plavix, vitamin b12, omega 3, amaryl, keppra, prinivil, lopressor, zocor, flomax, and vitamin d. The patient had a history of stroke with spasticity, diabetes with elevated sugar. The hcp was called by the consumer regarding elevated sugar and a pump alarm sounding. The consumer was told to bring the patient to the hospital as it was probably an infection and not withdrawal as he had no symptoms. The reservoir was not empty, but had 1 cubic centimeter (cc) left. The patient had high blood sugar from cystitis/urosepsis and received intravenous antibiotics. There was no need to troubleshoot. The patient¿s pump was refilled with lioresal refill kit ¿as usual¿ without complications. Finally, the hospitalists consulted the reporter to see him. The reporter came within 30 minutes once they had the lioresal and the pump was refilled without complications. There was no withdrawal from baclofen. The problem was an acute urinary tract infection (uti) with urosepsis with associated change in mental status. This was now resolved, post-antibiotics intravenous. The hcp further reported that the uti was ¿in no way¿ related to the pump. The patienthad a neurogenic bladder and was prone to uti¿s. It was noted the wife was very good about doing checks and changing the patient¿s diaper, but they still occurred. The clue the patient had an infection was that he had a fever and was having issues with his blood sugars. It was for that reason that the patient was sent to the hospital. Once there, it was determined the infection had become urosepsis. The pump was an ¿incidental thing¿ and it would have been filled had the patient been able to show up for the appointment. The patient was unable to due to being hospitalized with the infection. The hcp was notified a few days after the hospitalization to fill the pump right away. The patient was doing well at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The pump was used to deliver gablofen. Diagnostic work-up/tests included cbc, blood cultures, urinalysis and culture, everything positive for infection. The patient was given sliding scale insulin to manage the blood sugars. The urosepsis resolved when discharged; stopped after 24-48 hours of antibiotics.